Event description:
It was reported that (4) ems were used during an unknown procedure. It was reported by the affiliate that the staples would not deliver. Opened another device to complete the case. No adverse pt outcome.